Manufacturer narrative:
(B)(4). ¿over 65¿ age bracket. No patient medical records were provided for review. The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
A facility biomedical technician requesting field service reported a patient with "substantial past medical history" expired during an inpatient hemodialysis (hd) treatment performed while hospitalized for unknown issues. The patient arrived for the hd therapy in their usual state of health. The hd treatment was initiated without issue. No issues noted until "the end," of treatment, when a sudden drop in blood pressure was experienced by the patient, followed by cardiac arrest. Both mechanical and medical resuscitation were performed, however, the efforts proved unsuccessful, and the patient expired. No issue with the 2008k hd machine was alleged, observed, or identified, prior to, during, or following the patient's hd treatment. Additionally, follow-up information was provided which revealed that the machine passed all pre-treatment tests, and the unit operated as expected during the hd treatment. The facility confirmed that the 2008k hd machine was the only fresenius product in use during the patient's hd treatment; no fresenius disposable hd products were used. Following the event, the machine was removed from service for evaluation. A fresenius regional equipment specialist (res) performed as on-site evaluation of the unit. Functional testing performed by the res confirmed the system was operating properly. No malfunction was observed or identified during the device evaluation and no part replacements or system calibrations were required. The unit was returned to service at the user facility with no reported issues.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. Functional testing performed by the res confirmed the system was operating properly. No malfunctions were observed or identified during the device evaluation and no part replacements or system calibrations were required. Follow-up information was provided which revealed that the 2008k hd machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the adverse event.